Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with label damage. After battery installation unit gave an unexpected white partial display with horizontal lines on display due to cracked / broken traces on lcd glass between the lcd controller and the lcd image area. Unable to perform displacement test and self test or verify back light anomaly due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the lcd backlight not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.